Event description:
The customer reports that there was no audio on the clinical information center (cic) which was corrected by rebooting the cic. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Occupation or reporter is unknown.